Manufacturer narrative:
(B)(4)

Event description:
It was reported episodes of auto mode switching episodes were observed a merlin transmission that was presented by the patient. The merlin transmission also revealed intermittent far r-wave oversensing seen on the atrial sense amplitude. A programming change was recommended but not completed as the patient has not returned to the clinic. The patient will continue to be monitored. No adverse consequences were detected.